Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed the reported premature battery depletion in the laboratory. Based on device settings and usage, the device did not perform to the expected longevity. No high current drain sources were found throughout testing. The battery was sent to the vendor for further testing. An internal anomaly was found that likely resulted in the premature battery depletion. .

Event description:
It was reported that the device exhibited premature battery depletion; it could not be interrogated and there was no ventricular capture. The patient felt symptomatic due to an underlying rhythm in the 40's. The device was explanted and replaced.